Event description:
Caller states the patient tested 3.9 inr on the coaguchek s system and 2.9 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a colon procedure the device switch button was non-functioning. The site used the foot pedal to complete the case. There was no pt consequence reported.